Manufacturer narrative:
A respiratory therapist reported inomax ds device (B)(4) had fluctuating monitored nitric oxide (no) readings of 35, 22, and 18 when the device was set at 25 parts per million (ppm) of no. The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.

Event description:
On (B)(6), 2010, a respiratory therapist reported inomax ds device (B)(4) had fluctuating monitored nitric oxide (no) readings of 35, 22, and 18 when the device was set at 25 parts per million (ppm) of no. The respiratory therapist did not provide pt or treatment info but when asked by (B)(4) customer care, she stated there was no impact to pt and no adverse event occurred. The device is schedule to be replaced with another unit.